Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly has no sound perception with the device. No report of an accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered, however no further information could be retrieved, despite requested.

Event description:
The user suddenly had no sound perception with the device. No report of an accident or trauma. Re-implantation is considered though no information on when this will take place was provided.